Manufacturer narrative:
Additional info regarding the event was requested and the following was determined: there was no damage noted to the packaging or the device prior to use. The carrier tube was flushed with heparinized saline before moving the guidewire from the tube. There were no difficulties getting the guidewire out of the packaging. There was no damages or anomalies noted during the catheter visual inspection. The catheter was flushed with heparinized saline to facilitate guidewire insertion. The device history record review confirmed that the device met all material, assembly and performance specifications. Examination of the returned guidewire revealed the device was bent at the poly section at approximately 9 mm from the distal end. The device was also kinked at approximately 2 cm, 8.5 cm from its distal tip; and 2 cm, 13 cm, 23.2 cm, 47 cm, 73 cm and 79 cm from its proximal end. Scraped coating was noted at the 79 cm kink from the guidewire's proximal end. There was no delamination of the coating presented after scraping the wire with a wooden dowel in the location of the non damage coating. The outside diameter of the device met specifications. The damages found on the device are indicative of operational circumstances, which could have caused of the bend and kinks noted. The kinked wire might not have allowed smooth advancement through the microcatheter and may have perhaps scraped the coating. Therefore, it was determined that the most likely cause of the observed damages is related to operational context.

Event description:
It was reported during preparation prior to procedure, the physician attempted to insert the guidewire into the microdelivery catheter, resistance was encountered in the middle part of the catheter. The physician used other similar devices to complete the procedure. Analysis of the returned device found the guidewire had the scraped coating.